Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial : (B)(6), batch: (B)(6). Product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, batch: 27845200.

Event description:
It was reported that the patient underwent a lead and anchor explant procedure due to an unknown reason. The patient was doing well postoperatively and the explanted devices were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred around may of 2022.

Event description:
It was reported that the patient underwent a lead and anchor explant procedure due to an unknown reason. The patient was doing well postoperatively and the explanted devices were discarded by the medical facility. Additional information was received that the patient was not getting adequate relief with the location of the leads. The physician opted to remove the devices and start over for the patient to be able to get the results wanted.